Manufacturer narrative:
(B)(4). Approximate age of device - 4 days. The patient remains on lvad support. Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad produced elevated power and flow readings that the lvad clinicians correlated with the patient coughing while receiving ventilator support. Log file analysis by the manufacturer¿s technical services confirmed the elevated readings. The patient was administered heparin with a prothrombin time of 47-67 seconds. Aspirin and coumadin were also initiated. Lactate dehydrogenase was elevated, but decreasing. It was reported on (B)(6) 2016 that the patient was stable. Additional log file were reviewed, and revealed a transient power elevation; however, no additional patient issues were reported. Additional information was requested but was not provided.

Manufacturer narrative:
The report of pump power and estimated flow elevations was confirmed through the evaluation of the submitted system controller log files. Pump power ranged from 4.6 watts to as high as 11.7 watts, while estimated pump flow ranged from 3.3 lpm to as high as 12.0 lpm. A specific cause for the changes in the pump parameters could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. No product was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.